Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the high flow insufflation unit was switched on there was a lock with an alarm. Upon follow up, the customer further explained that when the urology column was switched on, the co2 insufflator did not start. The reported issue occurred during preparation of use for an unknown surgical procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over seventeen (17) years since the subject device was manufactured. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, failure of the main board was confirmed, therefore it is presumed that due to failure of the main board, the phenomenon ¿power of the device cannot be turned on¿ occurred. Olympus will continue to monitor the field performance for this device.